Event description:
On (B)(6) - the dealer stated that the ct6a mechanical wheelchair left side back frame where seat upholstery attaches to was broken above the weld. There was no injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ct6a, serial number/date (B)(4) is approximately three year old. The owner's manual part number 1134872 rev. C (may-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.